Event description:
I had an inguinal hernia repair in 2000 laparoscopically with surgipro mesh. I have had numerous surgeries for nerve entrapment, scar tissue and the mesh eroding through my muscles. I live in 24/7 debilitating pain. I had to quit my job this year due the pain being so bad and even difficulty taking care of myself. Not only living in constant pain, I feel the mesh scraping with every movement and breath.